Event description:
It was reported that the patient's artificial urinary sphincter (aus) wasn't able to activate the device due to a fluid leak present. A surgical procedure was performed, during which was identified that in the balloon tubing connector, a suture tie became detached. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.